Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported that the patient is without stimulation and unable to communicate with his ipg using either the programmer or the charging system. In an effort to resolve this matter, a new charging system was shipped to the patient. Follow-up on this matter found that the alleged problem persists with use of the replacement charging system. An appointment will be scheduled for further interrogation.